Event description:
It was reported that the patient's son contacted boston scientific remote monitoring regarding a red call doctor icon from the patient's implantable pacemaker. The patient advocate was instructed to refer the patient to their monitoring facility for a device check. Upon data review, it was determined that the red alert had been declared due to elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms) from this right ventricular (rv) lead. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.